Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Section d-4 (serial number) has been updated based on the returned product. Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the returned sensor patch and no issue was observed. Data was extracted using approved software, and extraction was successful. Sensor state 6 with event log 19, 23, and 31. The sensor was unable to be reprogrammed. An extended investigation was further performed. Visual inspection has been performed on returned de-cased and the returned sensor's battery was removed and replaced with a new un-used battery. During internal visual inspection on the pcba (printed circuit board assembly), flakes of material was observed on the pcba's triangle. Liquid contamination was also observed. Acuracy testing was performed and failed testing. Poise voltage testing was not within specification and thermistor testing was found to be within specification. No further investigation can be performed due to the observed liquid contamination. Therefore the issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The results when plotted on a parkes error grid fell into either the c, d, or e zone. There was no report of death, serious injury, or mistreatment associated with this event.